Manufacturer narrative:
The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The events of the device "all gathered at the bottom of the pocket in a ball and there was a milky substance in the pocket" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same patient reported under MDR ID #3008374097-2014-00040 (allergan complaint pr #(B)(4)).

Event description:
Healthcare professional reported seri was implanted with a concomitant non-allergan tissue expander during right side reconstruction surgery on (B)(6) 2014. The physician elected to perform a revision surgery on (B)(6) 2014 as "the tissue was thin at the incision site and the physician was afraid that the product would show through or extrude through." During revision surgery, the physician observed the seri device was "all gathered at the bottom of the pocket in a ball and there was a milky substance in the pocket." Type of substance observed was unknown. Seri device and tissue expander were fully explanted during surgery and discarded.